Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune impactor 254401006 lot I/d au6351764 has broken in half. Attune impactor 254401006 lot I/d au6325812 has a large piece that has broken off. Attune trial 254500705 lot I/d mvmclm980 als has a large piece that has broken off.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  This is a duplicate report of 1818910-2020-09771. MFR # is being retracted as it is a report duplication. 1818910-2020-09771 will be kept for investigational purposes .